Event description:
It was reported that this rv lead dislodged. Screw could not be retracted, so lead was explanted and new rv lead was implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a fractured inner coil 3cm distal to the is-1 connector pin was found, which affected the function of the fixation helix. Further investigations indicated that the fracture was caused by overrotation of the inner coil during the retraction of the fixation helix in the explantation procedure. However, a through root cause analysis did not show further irregularities that might have contributed to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.